Event description:
Nurse attempted to start IV and catheter would not thread. Took out IV and noted that the end of the angio-cath was frayed. This was the second occurrence in this department. First was a different nurse using a different size angio-cath. Same patient.